Manufacturer narrative:
Concomitant medical products: product ID 4351, product type: lead. Product ID 4351, product type: lead. (B)(4).

Manufacturer narrative:
Stimulator serial number was provided.

Event description:
It was reported that the patient had neurostimulator gastric stimulation for gastroparesis which was placed in (B)(6). The patient had been able to feel the vibrations of the pace maker since she had it implanted and was very surprised on tuesday when she felt a burning sensation at the bottom of the pacemaker. The patient¿s mother felt the heat as well. The patient went to the ed (emergency department) and the doctor felt it when it was hot and later on, another nurse felt it get hot but every time the surgeon or one of his residents felt it, it was no longer hot. The surgeon checked it out and said the battery and everything was absolutely fine and he had no idea. It was reported as randomly heating. Additional information received the day after reported event date reports the patient surgeon adjusted some settings and said that everything looked good including the battery. The heat occurred twice, once when she was outside with her service dog walking him and the second time was at the hospital. Although it was not as hot as the first time. The physician stated he would call the representative, as he had never had this issue with a device. The patient¿s surgeon did not find this to be a huge deal as he discharged the patient . Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.